Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received torn across the optic. The lens condition is consistent of a lens that was removed from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. The manufacturing record review was performed. No non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no non-conformances with respect to the sterilization process. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was removed and replaced as a same day procedure. It was stated that the doctor accidentally nicked the bag (capsule tear); however, there were no other patient injuries. The removal and replacement was not due to a lens problem. There was no product deficiency. It was reported that the doctor removed a zkb00 20.5 intraocular lens. After performing an anterior vitrectomy the doctor replaced the lens with a zma00 19.5 diopter lens. The patient is doing very well.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Placeholder.